Manufacturer narrative:
This device was reported as included in the field action noted and product investigation found the device performed as described in the field action. Concomitant medical products: 439888 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for a ride through power on reset (por). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.